Event description:
Procedure: laparo/abdominal incisional inguinal hernioplasty after procedure the pt continued to suffer from the pain and fever, which seemed to be peritoneal irritation sign. This required the extension of hospital stay of pt. Even by taking CT scan image for several times, however and abnormal conditions such as damage on gut tract was not confirmed. A doctor suspects a possibility that abstack15 could cause the adverse event. Reported the pt current status has become better and is recovered. Operating time not extended. Nothing fell into the cavity. No bleeding. Pt: (B)(6).

Manufacturer narrative:
(B)(4).